Event description:
The customer obtained a non-reproducible vitros ammonia quality control result (qc lpvii f2093= 222.6 vs. Expected result= 168.1 ¿mol/l) on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no vitros ammonia patient sample results were run over the time frame of the event. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible vitros amon quality control result was obtained on a vitros 5,1 fs chemistry system. There was no evidence that a vitros ammonia reagent issue contributed to the event. An ocd field engineer cleaned the microslide incubator and replaced the incubator evaporation caps to return the system to expected performance. Following these service actions, acceptable vitros amon performance was observed. The root cause of the event is most likely analyzer related due to incubator contamination.